Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. During implantation of second mitraclip, the clip was unable to pass final arm angle test. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. Additionally 1 mitraclip was implanted and the mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.